Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no reported adverse impact to the customer. The pump turned on after changing charging supplies, however the customer was still unable to interact with the pump. Reportedly, customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS iPhone 15 Pro Max / 2.8 / iOS 26.1.